Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 569 mg/dl with nausea, vomiting and large ketones associated with a leaking cartridge. Reportedly, the patient resumed the insulin pump and was treated in the emergency room with insulin via their pump and IV fluids. During troubleshooting with customer technical support, it was revealed that the infusion set was not secure to the cartridge at the luer lock connection. Cts walked the user through securing the cartridge to infusion set per the instructions for use and the issue was resolved. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.